Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) when being inserted into the patient's right eye, was partially inserted and removed, lead haptic viewed under the microscope, and there was folding issue, bent haptic. Back-up iol used. No patient injury. Patient fine post-op. No other information will be available.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: jan. 20, 2023 section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received damage (bent) with a bent and partially severed haptic (not removed from the drill hole). No additional defects were observed after cleaning the lens. The complaint issue " dc-haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.